Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument failed the electrical continuity test, which explained why the instrument failed during energy activation. Upon further failure analysis, the instrument was found with a broken conductor wire at the proximal end of the instrument after the housing was removed. Additional finding that was not reported by the customer was noted on the instrument. The instrument was found to have one or more of the housing snaps broken. This failure is most commonly caused by mishandling/misuse. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the fenestrated bipolar forceps instrument was unable to coagulate. The procedure was completed with no reported injury.